Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were experiencing high blood glucose level. Blood glucose level at the time of the incident was 400 mg/dl. Customer was treated with manual injection. Customer was admitted to hospital with abdominal pain, nausea, vomiting. Customer was performed self test and displacement test and it was passed. Customer did not feel okay to troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.